Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump kept blinking no delivery. Customer stated that she has changed the set and the battery but she is getting the alarm. Customer's blood glucose was 431 mg/dl. Customer stated that she thinks her blood glucose is coming down. Customer stated that her blood glucose readings were high due to her being off the pump. Customer stated that she also had unexplained low blood glucose this morning. Customer stated that she is a brittle diabetic. Customer stated that she was given glucose tablets and the pump was suspended. Customer stated that she felt better after taking the tablets. The customer stated that the no delivery alarm just occurred during manual prime. Customer stated that the alarm is recurring. Customer stated that she has a battery out limit alarm. Troubleshooting was performed and the customer was advised that the pump was working as designed.